Manufacturer narrative:
An event of aortic regurgitation was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on an unknown date in 2019, a unknown sized trifecta¿ gt valve was implanted. The patient presented with aortic regurgitation (ar). On (B)(6) 2021, a valve in valve was performed. The patient status is unknown. Additional information was requested but cannot be obtained.